Event description:
Plasma donor reports hospitalization due to cellulitis and phlebitis following plasma donation on the day before the event. No cause for this issue was identified by donation center or product distributor. All equipment and disposables used during donation, as well as user facility procedures for donor screening, site preparation, and venipuncture are being investigated.